Event description:
This rv lead was explanted and replaced due to high thresholds. No adverse patient events were reported.

Manufacturer narrative:
The lead under complaint was found severely stretched up to a length of 89.5 cm. The lead was subjected to an extensive analysis. In the course of the visual inspection multiple extraction damages were noted. The inner coil was severely stretched, particularly between 25 cm distal to the is-1 connector pin and the lead tip. Approx. 82 cm distal to the is-1 connector pin calcified tissue residuals were found on the lead body. In this area the insulation was found rubbed though. Furthermore the ring electrode and the fixation helix were surrounded by calcified tissue. These findings indicate a significant ingrowth of the lead in the implanted state which might have contributed to the clinical observations. Due to the extent of the damages, no further analysis was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.